Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device, on (B)(6) 2020. The patient¿s husband stated on (B)(6) 2020, the patient¿s bg value was 150 mg/dl but the cgm was reading 200 mg/dl. He also stated that on (B)(6) 2020, 911 was called due to an urgent low, which is discrepant from the values previously stated. He reported that during the urgent low event her bg was 20 mg/dl lower that the urgent low, or whatever was displayed on her cgm, but he did not provide any specific bg or cgm values or any symptom information. No emergency medical services (ems) treatment information was provided. At the time of the report the patient was healthy with no issues. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.